Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech stated a low battery charge caused this error and recommended replacing the main speaker and power supply processor board. There was no patient involvement.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech stated a low battery charge caused this error and recommended replacing the main speaker and power supply processor board. There was no patient involvement.